Event description:
The customer stated after they performed a calibration on both architect c8000 analyzers in their lab, the magnesium (mg) quality control shifted downward. The customer stated they performed the calibration three times without resolution. The abbott customer technical advocate (cta) sent replacement calibrator to the customer. No impact to pt mgmt was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The MFR has been notified and further investigation is currently in progress. A final report will be submitted when the investigation is complete.